Event description:
Reporting status: malfunction reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture it was reported that the target lesion was the proximal left anterior descending artery which had no tortuosity, moderate calcification, and a 75% stenosis. The vessel diameter was 3.0 mm. After deploying the stent directly, the powersail was delivered to perform post-dilation; however, the balloon ruptured during the second inflation at 14 atm. The physician commented that the rupture may be due to the balloon coming into contact with stent strut or sharp calcification. No additional event or patient information was available.

Manufacturer narrative:
Result and conclusion summation-quality engineering reviewed the incident information. Factors that can contribute to balloon rupture included, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification lesion tortuosity, or insufficient preparation prior to use. It is possible that a stent strut protruded into the balloon due to the calcification, anatomical morphology, or pt disease state resulting in a rupture, ot that calcification pierced the balloon. The discrepancy appears to be related to the circumstances of the procedure, however, without the device to examine, no determination can be made as the root cause of the reported discrepancy.